Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 22.7 mmol/l with polyuria associated with an inaccurate delivery issue on the pump. The reported blood glucose does not meet animas criteria for an adverse event. The pump was reviewed with the reporter and confirmed that the pump settings were correctly programmed in the pump, the basal history matched the basal program, the bolus history reflected boluses as programmed, and the total daily dose correctly reflected the programmed basal and bolus totals. During troubleshooting the reporter was able to successfully program and deliver a one unit air bolus and the bolus were reflected correctly in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting.